Event description:
Fifty-six minutes into a platelet collection procedure the donor complained of lip tingling. Pt was given 2 tums and ten minutes later the operator gave pt two more tums. Pt stated they also felt nauseated. The operator went into halt/irrigate mode for five minutes. The donor stated they felt better and the procedure was resumed. At seventy-five minutes into the procedure the donor was disconnected. They stated pt was "just not feeling right". After disconnection pt complained of blurred vision headache, light headedness, nausea, and the operator stated their skin was very pale. The center medical director had pt transported to the hosp.